Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08765 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023 to (B)(6) 2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of 27-jun-2022. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date 27-jun-2022 in the formatted history file. In further full review of the pump history/traces on the event date of 19-mar-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 19-mar-2024 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered = 21.525 dailytotalofbasalinsulindelivered = 16.325 dailytotalofbolusinsulindelivered = 5.2 (B)(6) 2024 01:02:04.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.8 bolusamountdelivered = 1.8 (B)(6) 2024 10:06:08.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.5 bolusamountdelivered = 0.5 (B)(6) 2024 13:35:18.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 (B)(6) 2024 18:50:52.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.5 bolusamountdelivered = 1.5 (B)(6) 2024 19:28:54.000 normalbolusdelivered bolusprogrammingmethod = cl1 bg correction (670 only) normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 (B)(6) 2024 23:44:28.000 normalbolusdelivered bolusprogrammingmethod = cl1 bg correction + food bolus normalbolusamountprogrammed = 1.2 bolusamountdelivered = 1.2 please see below for pump errors/alarms noted 1 week prior to the event date 19-mar-2024 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2024 11:48:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 18:38:17.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 21:02:00. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. In further full review of the pump history/traces on the event date of 24-mar-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 24-mar-2024 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered = 22.775 dailytotalofbasalinsulindelivered = 16.775 dailytotalofbolusinsulindelivered = 6 (B)(6) 2024 02:30:34.000 dualboluspartdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1 squarebolusamountprogrammed = 1.1 bolusamountdelivered = 1 (B)(6) 2024 03:02:41.000 dualboluspartdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1 squarebolusamountprogrammed = 1.1 bolusamountdelivered = 0.4 (B)(6) 2024 03:04:04.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.2 bolusamountdelivered = 1.2 (B)(6) 2024 06:18:40.000 normalbolusdelivered bolusprogrammingmethod = cl1 bg correction (670 only) normalbolusamountprogrammed = 1.2 bolusamountdelivered = 1.2 (B)(6) 2024 07:20:24.000 normalbolusdelivered bolusprogrammingmethod = cl1 bg correction (670 only) normalbolusamountprogrammed = 1.7 bolusamountdelivered = 1.7 (B)(6) 2024 18:06:52.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 (B)(6) 2024 23:10:30.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.4 bolusamountdelivered = 0.4 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 24-mar-2024 in the formatted history file.  Sg calibration error (776) was recorded and found in the formatted history file on: (B)(6) 2024 17:48:59.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for pump/transmitter communication anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 220 mg/dl at the time of the event. The customer was hospitalized as a result of vomiting and was dehydrated. The customer was treated with an IV insulin drip. Troubleshooting was performed and found that the customer used the insulin pump within 48 hours of the episode. It was also found that the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.